Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, this device displayed elective replacement indicators (eri). The device has been implanted approximately three years. There was concern that the battery depleted more rapidly than expected. A replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion and met specification.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
When the replacement procedure has been performed and this device has been returned, analysis will be performed in an attempt to determine the root cause of this event.